Event description:
It was reported the pt had the ipg replaced due to normal battery depletion. The physician replaced the ipg with another rechargeable ipg. During analysis of the ipg, battery depletion was not confirmed.

Manufacturer narrative:
Results - the complaint was not confirmed. As received, the ipg battery was at 3.578v and was able to communicate with lab equipment. The ipg was fully charged to 4.00v. During analysis, the ipg failed magnetmode autotest parameter. The ipg magnet mode operated intermittently. The cause of the failure was the reed switch sw1 is defective. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.